Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (B)(4).

Event description:
Information received by medtronic indicated that the damage at the reservoir area.. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.